Event description:
The patient's blood glucose was 309 mg/dl on the suspect device and family member gave pt extra insulin according to a sliding scale. Pt went into an insulin reaction and paramedics were called. Pt 's blood glucose was not detectable on the emergency medical technician's equipment. Pt was then transported to the hospital and treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and the authorized for return to the manufacturer for evaluation.